Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed and there were no issues related to this complaint.

Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 2.9. Lab inr: 2.0. Therapeutic range: 2.5-2.6. The time between testing was one (1) hour. Customer reported purchasing supplies from (B)(6). The shipping and handling conditions were unk. Reportedly the monitor was not in the correct mode when finger stick was performed, the finger was "milked" after the finger stick, multiple drops of blood was added and the finger was touched to the sample well. There was no reported adverse pt sequela. There was no additional info provided.